Event description:
It was noted during the negative prep of the cypher, that a steady strand of bubbles were being pulled. There appeared to be a leak; therefore, the product was not used in the patient. There was no damage noted to the box. There were no anomalies noted to the product. There were no further events. Another cypher was used to complete the procedure. The product is available for analysis.

Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Additional information will be provided within 30 days of receipt.